Event description:
After placing the im distal resection assembly into the femur surgeon's resident (B)(6) started to pin the block to the femur using a wire driver on stryker system 6 power. While driving the pin into the bone it became stuck in the cutting block and was not able to be removed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding pin seizure involving a specialty triathlon guide was reported. The event was confirmed. Method & results: -device evaluation and results: a material analysis indicated the pin galled in the guide hole. No material or manufacturing defects were observed on the device features evaluated. -medical records received and evaluation: records were not provided. There is no indication the event is patient related. -device history review: the reported device was manufactured and accepted into final stock with no discrepancies. -complaint history review: there have been no other events for the reported lot ID. Conclusions: the investigation concluded that the pin galled and seized in the guide hole. A CAPA was issued and a design change was implemented to add flutes to the bottom half of the pin. The fluted pins will allow the pin to act as a drill bit and clear any burrs or debris located on the inside surfaces of the cutting blocks/guides. The reported pin is contained within the scope of CAPA.

Event description:
After placing the im distal resection assembly into the femur surgeon's resident (B)(6) started to pin the block to the femur using a wire driver on stryker system 6 power. While driving the pin into the bone it became stuck in the cutting block and was not able to be removed.